Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm when insulin not delivering. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that the insulin pump had rejected battery, rewind more than once, louder during rewind,had weak signal alarms. The insulin pump will not be returned for analysis.